Event description:
It was reported that during an ipg replacement procedure the patients paddle lead tail was broken. The broken lead was explanted and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.